Manufacturer narrative:
Investigation summary: the report event was confirmed based on an onsite evaluation by an abbott representative as well as a submitted photograph.it was reported that a study patient was seen in the clinic on (B)(6) 2019 and the patient¿s driveline appeared to require a clamshell repair. A photograph was submitted by the account that revealed a cut in the outer silicone sleeve adjacent to the metal connector. On (B)(6) 2019, an abbott technical services representative successfully performed the clamshell repair. The patient remains ongoing on heartmate ii lvas, and no further events have been reported at this time.the hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent clamshell repair on the driveline on (B)(6) 2019.